Manufacturer narrative:
(B)(4). PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported the tip of a rosch-uchida transjugular liver access sheath was found to be deformed upon opening the package. This product issue was discovered before use; therefore, no patient contact.

Manufacturer narrative:
Investigation ¿ evaluation. A review of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, quality control, specifications, and a visual inspection of the returned device were conducted during the investigation. The device was returned opened but unused. The visual inspection of the returned device confirmed that the distal tip of the catheter was damaged. The device manufacturing record was reviewed and no notable gaps in production or processing controls were noted. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. IFU states: upon removal from package, inspect the product to ensure no damage has occurred. Based on the information provided, the examination of the returned product, and the results of our investigation, the possible root cause was found to be packaging handling related (related to product shipment). Quality control inspects the distal tip of the rmt-14xt-51.5-rups catheter completely, so the root cause is unlikely to be manufacturing related. Additionally this failure was noticed prior to patient contact, so the root cause cannot be product use related. The appropriate personnel were notified. We will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new event description information to report at this time.